Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014 at the hospital. Per the holter monitor , the patient was in ventricular tachycardia (vt) at 160 bpm at 21:18:18 on (B)(6) 2014. The patient was in vt for approximately eight minutes during which time the lifevest did not detect the arrhythmia because the vt was under the prescribed vt threshold setting of 200 bpm. At 21:26:18 on (B)(6) 2014, the lifevest detected vt at 120 bpm. Gel was released at 21:26:44 and 150 joule pulse was delivered at 21:27:12. The patient's rhythm at the time of the treatment was vt at 125 bpm. The post-shock rhythm was sinus rhythm at 100 bpm. Detection stopped at 21:27:30. At 21:32:27, the lifevest detected another arrhythmia. The ECG shows sinus rhythm at 96 bpm transitioning to ventricular fibrillation (vf), then degrading to asystole with intermittent cardiac activity. Detection stopped again at 21:34:05. Asystole with intermittent cardiac activity was detected four more times from 21:34:08 to 21:55:09. The electrode belt was disconnected at 21:55:24 on (B)(6) 2014.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. As received, the monitor and the electrode belt were both fully functional and able to detect and treat. Review of the patient's flags does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4): 2003 - reuse. Explantation: review of the data does not indicate any device malfunction related to the defibrillation event. The patient received an appropriate treatment in response to vt. The immediate post-shock rhythm was sinus rhythm. The lifevest properly detected asystole, but no treatment sequence was initiated as asystole is considered a non-treatable rhythm. There is no information to reasonably suggest that the device caused or contributed to the patient's death.